Event description:
Postoperatively, pt reported awareness and pain during general anesthesia for umbilical hernia repair. (Procedure time: 25 min). Investigation found forane vaporizor not completely seated and locked to anesthesia machine manifold. Oxygen nitrous oxide, and vaporizor. Agent mixture was diluted with air introduced through vaporizor - manifold leak. Investigation determined the vaporizor lock down bolt (zeus fastener) was bent and could not properly attach to vaporizor manifold fixture.